Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient has received several shocks due to oversensing of noise with increasing shock impedance measurements while programmed in primary sensing vector. There has also been other untreated episodes stored. Boston scientific technical services (ts) was consulted to review the data. Upon review ts noted that the recorded episode shows major high-amplitude noise in combination with baseline shifts and sudden drops in signal amplitude. This noise can be the result of sudden changes in the impedance pathway of the sensing vector. Ts further noted that this can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header. The change in impedance has happened over the time and may be related to the system location change. Ts suggested further troubleshooting, programming considerations and obtaining an x-ray for evaluation. The sensing vector was reprogrammed to secondary. An x-ray was taken, however the field representative noted that they have not been given access to the results to date. It was noted that the patient had gained weight since implant. No noise was reproduced during vigorous testing and the patient will be followed via the remote home monitoring system. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.